Event description:
It was reported that the patient was shocked thirty-three times inappropriately, after which the device indicated that the battery was depleted. Boston scientific technical services was asked to review the data, and they found lots of the recorded episodes included noise, oversensing and pacing inhibition on the right ventricular (rv) lead. A magnet was placed to stop the shocks, and the device was turned off. The patient was reportedly somewhat traumatized due to the multiple shocks. It was later discovered that the rv lead was fractured. The rv lead was replaced due to product performance issues, and the device was replaced for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was shocked thirty-three times inappropriately, after which the device indicated that the battery was depleted. Boston scientific technical services was asked to review the data, and they found lots of the recorded episodes included noise, oversensing and pacing inhibition on the non-boston scientific right ventricular (rv) lead. A magnet was placed to stop the shocks, and the device was turned off. The patient was reportedly somewhat traumatized due to the multiple shocks. It was later discovered that the rv lead was fractured. The rv lead was replaced due to product performance issues, and the device was replaced for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to field b5: describe event or problem. Clarification that the rv lead was a non-boston scientific lead.

Event description:
It was reported that the patient was shocked thirty-three times inappropriately, after which the device indicated that the battery was depleted. Boston scientific technical services was asked to review the data, and they found lots of the recorded episodes included noise, oversensing and pacing inhibition on the right ventricular (rv) lead. A magnet was placed to stop the shocks, and the device was turned off. The patient was reportedly somewhat traumatized due to the multiple shocks. It was later discovered that the rv lead was fractured. The rv lead was replaced due to product performance issues, and the device was replaced for normal battery depletion. No additional adverse patient effects were reported.